Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that yesterday morning when they got up out of bed on the opposite side of the device, their hip kind of gave away and they had excruciating pain. They stated they had to be taken to an emergency room where they had an MRI and CT scan. The patient said the ER staff didn't know anything about the device and they tried to explain as much as they could because the patient was in pain but they didn't disconnect the device or know how to do it and the patient hadn't brought their equipment because they were in pain and didn't remember. The patient reported they felt a little shock and a little bee sting in that area while having the MRI but the device was still operating today and they weren't having anymore leakage than they were having. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Their device worked for about two months and then they started having utis. Their manufacturer representative (rep) said the implant would not work with a uti. The healthcare provider (hcp) put them on an antibiotic which cured the uti but not the leakage. Then they were told it was caffeine so they gave up caffeine but the leakage stayed the same. Then the representative said the implant stopped working properly because they had an emergency c scan. The next time they contacted their representative they was told they expected too much from the implant because the implants do not completely stop leakage! Their leakage was in the amount of 7-8 full size pads a day and a soaked pad at night. They did not have that much leakage before they got the the device. They are not sure who is to support them. It is impossible to see the surgeon and they were told after surgery that the surgeon has nothing to do with their problems. They're at the point of not being able to leave home because they leak/pour every time they stand up from a sitting position.